Manufacturer narrative:
Mfg batch records were reviewed with no non-conformances noted. User handling may be the cause since fiber passed release testing prior to shipment.

Event description:
Fiber break near sma connector resulted in nurse receiving superficial burn on arm. Nurse did not require medical treatment.